Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead was exhibiting upward trending impedance until it went out of range. It was also capturing intermittently which required reprogramming until the lead could be capped and replaced with a new pace/sense lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4). The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. One patient alert for out of tolerance subthreshold lead impedance (B)(6) 2013. Weekly pace lead trend data shows a gradual increase for min and max ventricular pace bi impedance equal to 1007 to 3040 ohms. Peak between (B)(6) 2012 and (B)(6) 2013. Concomitant products: 4194 implantable pacing lead (B)(6) 2006; 5076 implantable pacing lead (B)(6) 2006. (B)(4).